Manufacturer narrative:
As reported, a guidewire crossed the lesion and a 2x40mm 150cm saber percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion, however it ruptured. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. A brachial approach was made. The target lesion was the both common iliac artery. The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The device was properly prepped. The device prepped normally. The same indeflator was used successfully with other devices. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17232797 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a guidewire crossed the lesion and a saber 2 mm 4 cm 150 was delivered to the lesion, however it ruptured. Therefore it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. A brachial approach was made. The target lesion was the both common iliac artery. The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The device was properly prepped. The device prepped normally. The same indeflator was used successfully with other devices. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17232797 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a guidewire crossed the lesion and a saber 2 mm 4 cm 150 was delivered to the lesion, however it ruptured. Therefore it was replaced with a new non-cordis balloon catheter. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. A brachial approach was made. The target lesion was the both common iliac artery. The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown. Additional information was requested.